Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Pump received with a blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Successfully able to download pump using thump. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, battery tube threads - cracked, serial number label missing and corroded battery tube. Blank display due to moisture damage on the electronic assembly. Unable to confirm no communication pump to transmitter due to blank display. Unable to confirm no delivery/occlusion alarm due to blank display. Unable to confirm failed battery test due to blank display. Unable to confirm audio/vibrate anomaly/absence of alarm due to blank display. Unable to confirm unexpected battery power loss due to blank display. Cosmetic damage confirmed at back of the pump. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump, battery failed alarms, no delivery alarms, lost settings, unannounced power-downs and sensor connection issues. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-342, mmt-7841zn, mmt-431ag, mmt-1884. Troubleshooting was initiated for the insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, mmt-342, mmt-7841zn, mmt-431ag, mmt-1884.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.